Event description:
The following description of the event was reported to carefusion (B)(4) (our EU representative) by the distributor in (B)(4) and relayed to carefusion via email. "Blender not change fio2 concentration: the fio2 concentration is 26% on a fio2 monitor of avea when adjusted any value of fio2. But the concentration came down to 21 % when o2 hose disconnected from wall. O2 calibration is failed. The calibration is started but final result is failed. It was checked with new o2 sensor also. The ventilator was checked with external o2 analyzer. It detect what concentration is 26 % always and does not change."

Manufacturer narrative:
The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The distributor in (B)(4) was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the april 17, 2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, carefusion will submit a follow-up medwatch report.